Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The evaluation into the access site bleed/hematoma has been completed. The cause of the issue was not determined since the product was not returned, and clinical details provided were insufficient to determine the root cause. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. During support, the patient developed large hematoma in right groin at access site, therefore, the physician decided to remove impella, sheath and close arteriotomy with previously deployed perclose suture. Patient condition was stable post procedure.